Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg pocket site is not healing correctly and hence the patient was referred to a wound specialist. The wound specialist determined there was an open pathway from the skin to the implanted ipg. As a result, the physician decided to explant the scs system as a precautionary measure to prevent infection.